Manufacturer narrative:
The customer reported that the lcd screen of the autopulse platform (sn (B)(6)) is not working due to flooding and several cracks on the front and back housing of the platform. The reported complaint of "the lcd screen not working" was confirmed during the visual and functional inspection performed at zoll. The zoll service personnel found that the lcd screen had no backlight (dark), and the bottom of the lcd had some missing pixels. However, the top portion of the lcd was still readable. However, when the zoll service personnel removed the front and bottom enclosures during the platform's open-case inspection, there was no trace of fluid/water ingress. The technical investigation determined that the root cause of the reported complaint was the malfunctioning lcd transmissive board, likely due to mishandling, such as a drop. The lcd transmissive board was replaced during the last service at zoll in 2021, and it will be replaced again to address the reported complaint. Further visual inspection confirmed the customer's secondary complaint of "several cracks on the front and back housing of the platform." There were large cracks and breakages on the top cover and both the front and bottom enclosures. These observed physical damages are characteristic of harsh impacts due to user mishandling. All the covers were replaced during the last service at zoll in 2021. The damaged covers must be replaced again to address the observed issues. The archive data review showed no significant discrepancies. The autopulse platform passed the initial functional testing without any fault or error. In addition, the autopulse platform passed a run-in test using the 95% large resuscitation test fixture (lrtf) with known-good test batteries for 20 minutes without any issues. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that the lcd screen of the autopulse platform (sn (B)(6)) is not functioning due to flooding and several cracks on the front and back housing of the platform. The customer did not provide any further information. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.